Manufacturer narrative:
Approximate age of device - 2 years and 1 month. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacture's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported by device tracking form that on (B)(6) 2018, the pump exchange was performed for suspected thrombosis. No additional information was provided.

Manufacturer narrative:
A direct relationship between the device and the reported suspected thrombus could not be conclusively determined through this evaluation. The pump was not returned for evaluation. Multiple requests for additional information were sent to the user facility with no further information provided. Device thrombosis is listed as an adverse event that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The manufacturers aware was inadvertently omitted from the previous submitted report. Correct aware date 24sep2018.

Manufacturer narrative:
A direct relationship between the device and the reported suspected thrombus could not be conclusively determined through this evaluation. The pump was not returned for evaluation. Multiple requests for additional information were sent to the user facility with no further information provided. Device thrombosis is listed as an adverse event that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.